Event description:
It was originally reported on (B)(6) 2014 that there were low out of range impedances. Electrode combination 1 and 3 was 29 ohms, so the patient was programmed to a different combination. The reporter noted that the short existed in the past, but the date of when it happened was not known. A lead revision was being planned due to a possible placement issue. The following day it was clarified that the reporter first witnessed the 29 ohms impedance on (B)(6) 2014. However, the neurology department had known of this value for quite some time. They programmed around the short circuit and were not using the combination. The reporter also clarified that lead placement was done on the day of the report and the old lead was not revised. A second lead was implanted in the patient¿s left hemisphere in addition to the current lead to give greater dystonia control. About two and a half weeks later it was reported that the previous short circuit event mentioned did involve the same system as the current event. The cause of the impedance issue was not determined and no lead fractures were seen. Therapy was established by programming around the short contact when the patient went back to the neurology clinic. The patient was doing very well. Refer to manufacturing report #3007566237-2014-01755 as the patient had two ins¿s at the time of the initial report and it was not specified which was the issue.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3387s-40, lot# v252498, implanted: (B)(6) 2009, product type: lead; product ID 7482a51, serial# (B)(4), product type: extension; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID 3387s-40, lot# va09prb, implanted: (B)(6) 2014, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3387s-40, lot# v245964, implanted: (B)(6) 2009, product type: lead. (B)(4).